Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2017 for increasing lactate dehydrogenase (ldh) levels; baseline was not provided. It was noted that the patient was experiencing decreasing kidney function and decreasing hg; specifics not provided. Heparin was started and ldh trended back to baseline. The patient was discharged on (B)(6) 2017. The lvad was functioning as intended. No pump parameter changes or alarms. If patient experiences another spike in ldh, the plan will be to exchange the lvad p ump for suspected thrombus. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.